Manufacturer narrative:
The medical center in japan had discarded all product. No benchtop analysis is possible. The jpvad registry shared no further details that could lead to root cause. The investigation will close without root cause. Should information be shared later, that leads to root cause, a supplemental report will be filed.

Event description:
The medical team in japan had an impella cp support in 4/2022. The support was successful for 5 days until weaned and explanted. Later in 10/2022 the jpvad registry team noted an access site bleed and thrombocytopenia attributed to the use of impella. The access site bleed was treated by compression and blood products, and the thrombocytopenia was treated by blood product infused.